Manufacturer narrative:
Method: 86b weight measurement. Results: 100c slight amber color; 100e foreign material; 100g cloudy; 100h loss of shell integrity, envelope tear; 100i weight loss than specified. Device 1 of 2 conclusion: 68 cause of tear(s) undetermined; foreign material cause and source undetermined; cause of cloudiness undetermined; gel not all returned. Device 2 of 2 conclusion: 68 cause of tear(s) undetermined; foreign material cause and source undetermined; cause of cloudiness undetermined; weight within specification limits.

Event description:
Report alleges pt received breast implants on 11/21/78. Report also alleges the pt's implants were ruptured; therefore, she had removal on 9/9/96.

Manufacturer narrative:
Method: 86b weight measurement. Results: 100c slight amber color; 100e foreign material; 100g cloudy; 100h loss of shell integrity, envelope tear; 100i weight less than specified. Device 1 of 2 conclusion: 68 cause of tear(s) undetermined; foreign material cause and source undetermined; cause of cloudiness undetermined; gel not all returned. Device 2 of 2 conclusion: 68 cause of tear(s) undetermined; foreign material cause and source undetermined; cause of cloudiness undetermined; weight within specification limits.